Event description:
The jaws clamped on the pa, and would not fire also cannot open the jaw, the surgeon use another pvs to cut pa. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances/ manufacturing irregularities were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2022. D4: batch # u5e79u. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? >> yes . If yes, how was the device removed? >> use another pve35a to cut tissue and remove locked one. 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? >> after removed device from patient, follow the step to open the device. Squeezing the closing trigger while simultaneously depressing the anvil release button. 3. Did the jaws eventually open? >>yes. 4. Is the current patient status known? >> patient is fine. 5. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) >> no. H1.